Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that the customer's pump would not hold a charge for more than 3 days. In addition, the battery would rapidly deplete, requiring to be charged every 2-3 days.